Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a new pca syringe was installed around 1400. The patient had pushed the pca request button 11 times and then reported hearing a sound. When the rn entered the room, it was noticed that the pca channel was alarming to check the syringe. The syringe appeared to be in place but the rn was unable to restart the channel. It was noticed that the syringe was half empty and had infused almost 16 ml of the medication. The patient stated that he thought he felt a "rush." The rn initiated etco2 monitoring while providing 1:1 supervision with frequent vital signs monitoring. The patient seemed to tolerate the event. Md and supervisor were made aware of the event and the IV pump was replaced and the pca infusion was discontinued at that time. There was no report of lasting harm to patient. The pump was sequestered and tested by the facility with no abnormalities identified.

Manufacturer narrative:
The customer¿s report of a pca overinfusion was not confirmed. Analysis of the pcu event log shows that at 1:54 pm on (B)(6) 2017 a new pca syringe was installed. The user selected a 35 ml monoject syringe with 28.1701 ml detected and restored the previous pca dose only infusion of hydromorphone 0.4 mg/1 ml, dose 0.2 mg, lockout 10 minutes, no max limit. At 2:04 pm 1 pca dose request was delivered for a total of 0.5 ml, which would have left 27.6701 ml remaining in the syringe. At 2:07 pm the device alarmed for check syringe. The user tried to restart the infusion but was unable due to the alarm state. From 2:13 pm ¿ 2:14 pm 9 dose requests were made but none were delivered due to the alarm state. At 2:17 pm . The device was removed and the system was shut down. At 2:25 pm, the pca module was added back onto the system. A new pca hydromorphone infusion was programmed with the same parameters. The syringe selected was a 35 ml monoject syringe with 16.0963 ml detected, leaving 11.5738 ml unaccounted for. Rate accuracy testing was performed and the device was infusing within specification. The root cause of the customer¿s report of a pca overinfusion was not identified.